Manufacturer narrative:
Per the clinic, the patient developed otitis (site of infection not confirmed). The patient also experienced vertigo and nausea with device use, along with poor performance from onset. Reprogramming attempts were made; however, the issues could not be resolved. Device analysis report attached.

Event description:
Per the clinic, the main cable leading to the electrode holder, as well as the secondary cable leading to the neutral electrode were dissected in the mastoidectomy cavity. They were severed. Subsequently, the device was explanted on (B)(6) 2025.